Manufacturer narrative:
Customer returned unit and is replaced with new module.

Event description:
Customer reported a failure of the dpm 7 monitor's mpm module, which may have affected pt monitoring. No pt injury was reported.